Event description:
The pt completed a high resolution esophageal manometry-pc on last month. The study went well without complications. However, after the pt was extubated, the study was attempted to be saved to the hard drive, yet a software malfunction deleted the study. The pt was re-scheduled and the study was completed the next day without complications. The software company, sierra scientific,was contacted and informed of a missing study along with the hospital's bio med representative for the medical procedure unit (mpu). Tech support was unable to locate the study on the hard drive. The explanation from sierra scientific's tech support was undetermined. The possible cause of the malfunction was due to an error in software's smart mouse.